Event description:
Terumo medical corporation received the following information: it was reported that a kink in the dilator was found before use. After removal, the dilator was observed to be slightly bent. During the process of assembling the dilator with the positioning sheath, the bending worsened, leading to abandonment of use. A new angio-seal was used instead. The issue was identified before use and did not affect the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: unknown health care provider. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.